Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the inaccuracy issue started one year and three months prior to contacting lfs. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result of ¿200 mg/dl¿ on the subject meter compared to ¿180 mg/dl¿ on another (unknown) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that starting about a year prior to contacting lfs, he began consuming less food and drink. He reported that on an unknown date and time after the alleged issue began, he became ¿sleepy¿. He denied receiving any treatment for his symptom above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples. The cca noted that the patient was using onetouch ultra test strips; however, these had expired in (B)(6) 2010, invalidating the results obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event, i.e. Sleepy, after obtaining alleged inaccurately high blood glucose results on the subject meter and consuming less food/drink.